Event description:
It was reported the patient received the following results within 15 minutes: 267 mg/dl (system 1) and 69 mg/dl (system 2). The patient experience hyperglycemia symptoms.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).